Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). 300-01-10 - equi humeral stem prim press fit 10mm: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6).

Event description:
As reported, following the previous left shoulder revision, the patient dislocated a month later and was revised again to a 42 +4 and 5 tray and 42 +2.5 poly. The shoulder has done fine since. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h4, h6, h11. Please disregard dates for d4 and h4. Fields should be blank. MDR section codes updated/corrected: b, c, d. The reason for the revision cannot be confirmed from the provided information but may have been due to joint dislocation, as reported. However, the cause of the dislocation cannot be determined as the devices were not available for evaluation, and no images of the revised components were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.